Event description:
It was reported that the user experienced a sensor failure that prevented continuous glucose readings for most of the day with a fingerstick blood glucose of 256 mg/dl, resulting in lack of automated insulin dosing until troubleshooting restored connectivity between the sensor and the ilet pump. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of insulin therapy and user self-monitoring after reconnection, without hospitalization or medical intervention. Investigation included customer care agent remote troubleshooting and education that re-established sensor data flow to the ilet and resumed therapy. Investigation of this case revealed a resolved sensor communication issue that led to therapy interruption, which was corrected through standard troubleshooting steps with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device sensor communication disruption that was mitigated by troubleshooting and reconnection.

Manufacturer narrative:
Initial.